Event description:
A home patient (hp) contacted baxter's technical service center with a report about solution coming out of the patient line at the end of therapy after using the homechoice (hc). The technical services representative (tsr) asked if the hp closed all the clamps and the hp stated yes. The hp would continue using the hc for therapy. Product surveillance contacted the hp on (B)(6) 2011 regarding the leak in the patient line after therapy. Per the hp, she disconnected and forgot to screw the cap back on the tube and that is why it leaked. The hp stated it was her oversight and she realized that after she got off the phone with the technical services representative (tsr). There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a leak at the end of therapy was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The cause was determined to be use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.